Event description:
The technician alleged that the head hi low is drifting down slowly. No pt impact.

Manufacturer narrative:
The technician found the hydraulic manifold is leaking hydraulic fluid. The technician replaced the hydraulic manifold to resolve the issue.